Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated a larger bolus than expected. Reportedly, the customer's health care professional recommended customer adjust pump settings. During troubleshooting with tandem technical support, it was determined that the customer had incorrectly changed their pump settings. Tandem technical support guided the customer through correcting their pump settings, and customer delivered an accurate bolus. Customer's blood glucose level was not impacted.